Event description:
The pt suffered a burn from the cautery device during a breast augmentation.

Manufacturer narrative:
During a breast augmentation, the pt suffered a burn from the cautery device. A 4-inch insulated xodus cautery tip was being used with the medline cautery pencil. The tip was reported to have been manipulated during use. The burned area was adjacent to the incision and measured 2.5 inches x 0.5 inch. The majority of the burn was excised and the pt was followed post operatively for additional treatment. The facility reported that charring was seen at the base of the tip and stated the tip may not have been fully seated on the pencil during use. It is not known if the device came in contact with any metal instruments. The sample was not returned for eval. The facility purchased the reported tip from another source and it is not mfg by medline. We have not been provided with any info suggesting the pencil caused the pt's burn. From the info gathered, user error appears to be the most likely cause for this reported incident. However, in an abundance of caution, this medwatch is being filed.